Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was post liver transplant (performed on (B)(6) 2009) due to hepatocellular cancer following a cholecystectomy (date unknown). On (B)(6) 2011, a baseline biliary obstructive symptom assessment was performed and included the symptoms of jaundice, dark urine, and pale stools. Liver function tests were also performed (see block b6 for test results). A pre-study stent placement cholangiogram performed on (B)(6) 2011 revealed a proximal biliary stricture. The stricture had been previously dilated with a balloon. A sphincterotomy was performed during the study stent placement procedure as a sphincterotomy had not been preformed prior to the procedure. A bleed occurred post-sphincterotomy which required the administration of 2 units of red blood cells with satisfactory endoscopy follow-up. During the procedure, the study stent was deployed in a satisfactory position across the stricture. The patient was treated as an in patient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced moderate secondary cholestasis with dilatation of the intrahepatic bile ducts with choledocho-choledochal anastomic stenosis three days following the stent placement with diarrhea. The patient was treated medically and the event resolved on (B)(6) 2011. On (B)(6) 2011, the patient experienced anemia; a bleed occurred post-sphincterotomy which required the administration of 2 units of red blood cells with satisfactory endoscopy follow-up. On (B)(6) 2011, the event was noted to be resolved. The independent medical review (imr) adjudicated the event of cholestasis as related to the study stent as the study stent placement "involved a sphincterotomy which was complicated by bleeding requiring transfusion and could have caused cholestasis by blood clot obstruction." The independent medical review (imr) adjudicated the event of anemia as related to the study stent as the study stent placement "involved a sphincterotomy which was complicated by bleeding requiring a 2u blood transfusion." **additional information received since (B)(6) 2012** the independent medical review (imr) readjudicated the events of cholestasis and anemia as unrelated to the study stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was post liver transplant (performed on (B)(6) 2009) due to hepatocellular cancer following a cholecystectomy (date unknown). On (B)(6) 2011, a baseline biliary obstructive symptom assessment was performed and included the symptoms of jaundice, dark urine, and pale stools. Liver function tests were also performed. A pre-study stent placement cholangiogram performed on (B)(6) 2011 revealed a proximal biliary stricture. The stricture had been previously dilated with a balloon. A sphincterotomy was performed during the study stent placement procedure as a sphincterotomy had not been preformed prior to the procedure. A bleed occurred post-sphincterotomy which required the administration of 2 units of red blood cells with satisfactory endoscopy follow-up. During the procedure, the study stent was deployed in a satisfactory position across the stricture. The patient was treated as an in patient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced moderate secondary cholestasis with dilatation of the intrahepatic bile ducts with choledocho-choledochal anastomic stenosis three days following the stent placement with diarrhea. The patient was treated medically and the event resolved on (B)(6) 2011. On (B)(6) 2011, the patient experienced anemia; a bleed occurred post-sphincterotomy which required the administration of 2 units of red blood cells with satisfactory endoscopy follow-up. On (B)(6) 2011, the event was noted to be resolved. The (B)(6) adjudicated the event of cholestasis as related to the study stent as the study stent placement "involved a sphincterotomy which was complicated by bleeding requiring transfusion and could have caused cholestasis by blood clot obstruction." The (B)(6) adjudicated the event of anemia as related to the study stent as the study stent placement "involved a sphincterotomy which was complicated by bleeding requiring a 2u blood transfusion."

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received since (B)(6) 2012. Study source: (B)(4) study clinical trial. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review confirmed that the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Bleeding is listed in the directions for use (dfu) as a potential complication associated with the use of the device. As the complaint is due to a known physiological effect of the procedure, the most probable root cause classification is anticipated procedural complication.